Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. During investigation, the needle mechanism was manually reset into the loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The download data did not show any timeouts or drive stalls during the run. The device was deactivated at 3226 pulses. No damages or defects were found that would result in a needle mechanism failure. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of the damage is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.